Event description:
A malfunction was reported on the pump, with the caller indicating that no events occurred before the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted in resetting it, but although the original malfunction code did not recur, a new non-resettable malfunction appeared.